Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue; plunger did not remain in cartridge barrel. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/06/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was completed and the cartridge was cycled and filled successfully with no air bubbles forming inside the cartridge. No difficulties were found filling the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge including the luer connection and the o-rings. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge was returned without the filling needle therefore the investigation was unable to verify complaint about the cartridge needle end being flat and unusable.